Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: germany needles blunt are not sharp.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 32 unopened racepacks. Analysis and results: there are no previous complaints of the same reference-batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. The closed samples received were tested for needle puncture strength test. Needle puncture strength test is used to determine the puncture strength of the needles. Each needle is tested with 10 punctures. The average penetration result is 0.435 n. This result is 13% lower than that the current average of penetration for these needles (0.500 n). The complained needles have better penetration performance. Final conclusion: complaint is not justified. Although the results of the needles of the samples received fulfills the OEM requirements, note of this incidence is taken in order to assess if new or additional actions are needed. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. A credit note for one box of product as a quality courtesy will be issued. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.